Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated her reason for calling is because the patient has been retaining urine. Caller stated the patient's symptoms first began a couple of days after the ins was implanted. Caller added that the patient was retaining 400-500 cc, and her husband went back to catheterizing the patient. Caller clarified that she's not saying the ins is not working, but thinks it might be on the wrong program because of the patient's symptoms. Caller stated the husband catheterized the patient for a couple days after the ins was implanted. Caller stated that she and the hcps told the husband to stop catheterizing the patient and allow the ins to work. Caller stated that the patient was only urinating 150 cc 2-3 times a days, which the caller stated is not much considering the patient drinks a lot of water. Caller stated the husband has been catheterizing the patient all along because "he's getting 400 cc, sometimes it's only 150." Caller added that she and the patient met with an nurse practitioner (np) yesterday, and the np said to catheterize the patient" twice a day if she's only getting 300 cc or less, then just stop because that's acceptable in terms of the bladder and retention." Caller stated she and the patient met with m rep on (B)(6) 2019 to see if the ins needed to be reprogrammed because "it obviously wasn't working and is very disturbing that it isn't operating properly." The patient has an appointment on wednesday, august 28th at 1:15 pm. There were no further complications reported.